Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. The electrode belt c & d cable was severed, cutting all of the wires in the cable. The root cause for cut cable was physical abuse. There were no adverse events associated with the damaged electrode belt. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a defective front response button, causing it to be non-functional. The front response button metallic dome was crushed, causing fault. The root cause of the crushed dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages. A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a defective front response button, causing it to be non-functional. The front response button metallic dome was crushed, causing fault. The root cause of the crushed dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.